Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the compliant device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported in a letter to the editor in the december 15, 2007 issue of the international journal of cardiology, "a serial ultrasound assessment of neoaneurysm following paclitaxel-eluting stent implantation", by chan seok park, pum-joon kim, hun-jun park, seong-won jang, hae-ok jung, hee yeol kim, sang-hong baek, ki-bae seung, kyu-bo choi and dong hoon lee, that following a coronary artery drug eluting stenting treatment procedure an intra-stent aneurysm occurred. The procedure was emergent due to non-st segment elevation myocardial infarction. A 3.0x32mm taxus express2 drug eluting stent was implanted in the proximal to mid left anterior descending artery (lad). There were no pt complications reported. Seven months later, an angiogram revealed a large eccentric and saccular intra-stent coronary aneurysm. The 1st diagonal branch was compromised by the aneurysm and was obstructed. A bsc intravascular ultrasound (ivus) catheter demonstrated the large aneurysm in the vessel with a luminal volume of 174.6mm3 and a maximal cross section area (csa) of 25.87mm2. Twelve months later (or 19 months after implant), the pt experienced chest pain and angiography revealed a discrete and concentric >80% stenosis in the right coronary artery (rca). The lesion was treated with an unk type stent. The aneurysm appeared to be decreased in size with a luminal volume reduced to 73mm3 and the maximal csa reduced to 15.86mm2. Thirty months following implant, the aneurysm continued to appear smaller with a luminal volume of 5.1mm3 and a maximal csa of 13.31mm2. The relation of the aneurysm to the taxus stent is unk. Additional info has been requested but not received.